Manufacturer narrative:
The field service representative checked the ise channels and ise calibration report and found no issues. He cleaned the ises bowls and nozzle, performed an air purge, and a reagent prime. He ran ise checks with no errors and calibration that was within specifications. The customer ran calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer checked the sipper nozzle and syringes and they were all ok. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial sodium result was 122 mmol/l. The repeat result was 141 mmol/l twice. The initial potassium result was 3.34 mmol/l and the repeat result was 4.2 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot numbers and expiration date were requested but were not provided.